Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2020. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (50 mg/ml at 2.45 mg/ml) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's previous pump had reach end of service about 8 months before it was replaced in (B)(6) 2019. The caller stated that when the new pump was put in "they overdosed him" by putting the dose back to where it was before the pump reached eos when patient had been without intrathecal drug all that time. The patient was in today where they switched from 50 mg/ml down to 5 mg/ml hydromorphone. Reviewed programming options and caller decided to leave pump on minimum rate until the old drug runs out. Reviewed calculation: .196 + .289 = 0.485 ml / .006 = 81 days which = (B)(6) 2020. It was noted troubleshooting resolved the issue.